Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the sensor failed after warm-up. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient stated after inserting the sensor, it failed right after the warmup and kept saying ¿replace sensor.¿ the reporter stated that it was not working right all night, and his glucose level rose ¿sky high¿ but he did not know his blood glucose (bg) was rising until it was too late. He started to feel bad and was ¿out of it¿ and did not have time to check his bg. When asked about specific symptoms the reporter stated only that the patient generally felt bad and was not acting right, so he knew something was wrong. He went to the hospital and was given an IV and unspecified medications for about 2 days. At the time of the report he was feeling fine. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.